Manufacturer narrative:
Preliminary investigation results: visual investigation: the product arrived in a clean status with an opened jaw. Investigation was carried out visually and microscopically. Here we found an open jaw and we detected quirks, scratches and grooves. The product was send to the production department for further investigation. The report will be updated when we received a statement from the production department. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
With reference to the FDA-letter of july 21, 2021 with report number 9610612-2021-00456 we submit the following comments. 1. Please confirm or provide the model, lot, serial, and/or catalog number(s) of the device listed in the medical device report as applicable. 1) information already submitted in the initial MDR report of june 22, 2021. 2. Please describe any design change(s) or modification(s) to the device, since the device was initially introduced to the market that may be related to the event. Please also include the date(s) the design change(s) or modification(s) occurred. 2) there were never been design changes or modifications to the device initiated. 3. Please provide the total number of devices manufactured, distributed and, if available, used per year over the last three years for the medical device identified in the medical device report. Please indicate the proportions distributed in the us and outside the us. 3) manufactured total: (B)(4) pieces (in the period: 07.2018 to 06.2021). Distributed in the us: (B)(4) pieces / outside the us: (B)(4) pieces (in the period: 07.2018 to 06.2021). 4. Please provide the results for any investigation, evaluation, and/or failure analysis, including underlying cause identification, relevant to the reported event. Please include: (1) an explanation for the reason for this occurrence based on your follow-up with the reporting facility or individual (2) a complete description of investigation and analysis methodology(ies) used, (3) an identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved, and (4) any conclusions reached based on the investigation and analysis results. (1) the facility contact reported that the patient was not feeling well postoperatively. MRI results showed vessel leakage and another clip was applied during the second operation. The patient was transferred to the intensive care unit (ICU); details of the postoperative course were not available. Additional details or patient medical history were not provided. Imaging results provided by the facility were not able to be clearly analyzed. Should relevant additional information become available, a supplemental medwatch will be submitted. (2) the investigation was carried out visually and microscopically with the digital microscope vhx-5000 keyence (eq.-nr.2000024840) and the digital-camera "panasonic dmc tz8". We made a visual inspection of the product. Here we found an open jaw and we detected quirks, scratches and grooves. The closing force cannot be determined because the clip does not close any more. Furthermore the product was sent to production department for further investigation. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Clips are subjected to testing in several independent control steps by independent quality inspectors. The test equipment is subject to calibration. The test stands are qualified, including a check of the measuring equipment capability. (3) due to the severe damage and nicks with throw-ups in the area of the spring and branch, we assume that a pair of application pliers not intended for this clip was used. It can no longer be clearly determined whether these application pliers, which are not intended for this clip, were used when applying and/or removing the clip. (4) the exact cause cannot be determined. In addition, the product was reviewed by the product manager global marketing. Examination results were confirmed (above). The investigation did not find any production errors. The root cause is most probably usage related. The cautions and warnings in the IFU, further reduce the risk that a defective clip will be implanted. Caution - damage to the clip due to incorrect handling, restriction of the functionality and changing of the closing force! Only remove clips from their sterile packaging or storage for application. Only remove and apply with aesculap applying clips for aneurysm clips. The clip must never be manipulated with the fingers. Do not repeatedly open and close clip. Discard clips that appear changed or show signs of damage (e.g. Incorrect position of the jaws, bent parts or discolorations). Note - aesculap recommends supplying the permanent aneurysm clips prior to the operation in their unopened sterile packaging; in this way, damage to the aneurysm clips is avoided, their functionality is ensured, and their correct closing force is maintained - apply clip and ensure that occlusion of the aneurysm or vessel is achieved and that the aneurysm clip sits correctly on the aneurysm neck during and after the implantation and sits tight with the blood vessel check the position of the clip and correct if necessary. If necessary, insert additional clips. 5. Please provide any evaluation of other information used by your firm to determine whether the events described in the medical device report are or are not attributable to the device. From the evaluation of the DHR files there is no evidence available that the reported event is attributable to the device. 6. Please provide a complete list of medical device reports (mdrs) that you have determined are related to this same problem/issue. Please identify how many complaints (i.e. From all sources, including but not limited to field service records, repair history records, etc.) That your firm has received in the past 2 years that are related to this same reported device problem. There are no similar complaints against the same lot number with this error pattern. There are no other reports with this severity in the past 2 years.

Manufacturer narrative:
Additional information: reason of death: vasospasm after the second operation and death two days after the surgery.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ft762t - yasargil ti perm std-clipslt-cvd10.2mm. According to the complaint description, the clip slipped post surgery. A patient who was treated with our aneurysma clip came back a few days after the operation and was not feeling well. Magnetic resonance imaging (MRI) results showed that the vessel was leaking and another operation was performed. The surgeon tried to remove the clip but it could not be removed easily, so he withdraw it and then attached another aneurysm clip. Afterwards the patient was taken to the intensive care unit; unfortunately the patient died. Additional information was not provided. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).